Event description:
Discrepant hemoglobin (hgb) results were reported from the cell dyn 1800 analyzer on a fingerstick sample. The sample was run 2 times with the following results: 9.7 g/dl,11.2 g/dl. A venous sample was obtained and run on the cell dyn 1800 and the hgb result was 8.2 g/dl. The venous sample was sent to the hospital for confirmation and the results matched the results of the cell dyn 1800 analyzer. Customer stated that they usually invert the sample 10 times prior to running and that they did not check for clots prior to running. No adverse impact to pt management was reported.